Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer was not in auto mode at the time of the high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was over 400 mg/dl. The customer was assisted with troubleshooting. The customer did not mention any treatments and symptoms related to high blood glucose event. Customer stated that the insulin exited. The device will not be returned for analysis.